Event description:
Pt developed corneal abrasions in each eye after sleeping in cosmetic contact lenses purchased from a beauty shop. The purchase of those lenses did not require a fitting to make sure the lenses fit properly, and no instructions warning against overnight wear were given.